Manufacturer narrative:
Product complaint # (B)(4) attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: 1. It was mentioned this issue happened across multiple lots. Could you please provide the lot numbers of the involved devices? No 2. When did the alleged deficiency occur (removal from package / during handling prior to use on patient/ during passage through tissue / during tying / post-op)? If different, please explain. Unknown 3. What is the procedure name and date? Unknown 4. Was there any reported patient or user harm? No a manufacturing record evaluation was performed for the finished device batch 10at8h, 8706h and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. Sutures from the product code break regularly. Complaint have been filed about it before, but no broken sample was preserved, examination of other sutures from the same box showed nothing. Now again with several lot numbers breaking wires. No patient consequences were reported. Additional information was requested.